Manufacturer narrative:
Corrected data/additional information: new information was received, that needed correction. As initial MDR submitted was confirmed, to be incorrect. New and corrected information, are there was no residual myopia, eye affected was the right eye (od). Patient had difficulty focusing, pre-op visual acuity (va) 20/60, post-op va 20/40 +2. Section d10: device available for evaluation? Yes; returned to manufacturer on: 12/10/2020; section h3: device returned to manufacturer? Yes. Device evaluation: visual inspection under magnification, revealed what appeared to be dried blood and viscoelastic residue on the optic body and haptics. And that the lens was received cut in half. Which is consistent with a lens, that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated, and revealed that there was no discrepancy found, during the review. The product was manufactured and released according to specifications. A search revealed, that no other complaints were received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. And the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient¿s left eye because patient became slightly farsighted and there was residual myopia noted post-implantation day one. There was no incision enlargement, no vitrectomy, and no sutures required. No other information was provided.